Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had broken wire at the wrist. The procedure was completed with no patient injury using a backup instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at the distal yaw pulley. The instrument failed the electrical continuity test. The internal wire was exposed from the breakage. There was no missing piece of insulation, the insulation was lifted-off and still attached. Additionally, there were scratch marks/abrasions on the edge and face of the bipolar yaw pulley, on both sides. The instrument was found to have thermal damage on bipolar yaw pulley and exposed electrode on one of the bases of the bipolar forceps grip. The instrument was also found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.041¿ - 0.217 in length and were not aligned with the tube axis. The complaint was confirmed by failure analysis. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.